Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient developed an infection after their (B)(6) 2016 implant. The system was explanted on (B)(6) 2016 as a result of the infection. The infection resolved and the system was replaced on (B)(6) 2018. No device allegations were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant was removed in order to address the infection. The cause of the infection was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.